Manufacturer narrative:
(B)(4). Insulin pump p cap reservoir locked properly in place. Unit received with cracked keypad overlay. Insulin pump passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated by adapt power management tool shows unexpected battery power loss at a certain period of time. Problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm. Customer stated that insulin pump was not working properly. Customer received low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. Customer stated its drained batteries in less that 8 hours. Customer did not use the suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.